Manufacturer narrative:
Literature summary: motor deficits in 14 patients (17.5%) (11 with permanent and 3 with temporary). Of these 14 patients, 6 had both permanent upper and lower extremity weaknesses, and 1 patient had transient upper and lower extremity weakness that resolved during the follow-up time of 4 months. Isolated permanent or temporary upper ext. Motor weakness was noted in 5 and 2 patients, respectively, whereas none of the patients had isolated lem paresis. Upper extremity monoplegia and partial lem paresis with facial droop were noted in 1 patient (with left parietal operculum glioblastoma multiform [gbm]) after litt, which improved partially during the follow-up period. Dense hemiplegia after litt was noted in 1 patient (with preoperative right hemiparesis) with left frontal gbm, which did not improve during subsequent follow-up. Preoperative motor deficits were seen in 21 (26.25%) patients, 8 (38.10%) of whom developed worsening pmds resulting in permanent motor deficits after litt.

Event description:
It was reported that following an ablation procedure the multiple patients experienced mild neurological deficits, weakness and paresis. There was no additional information received in relation to this event. If additional information is received, a follow up report will be submitted.